Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was broken. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and location of damage was on back side of the battery compartment which affecting/impacting functionality as pump loosing connection with the transmitter and sensor. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1885 will be returned for analysis.

Manufacturer narrative:
The pump passed the self-test. Pump communicated and properly with test guardian link transmitter [3]. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case and scratched case. No communication pump to transmitter (unresolved) was not confirmed. Cosmetic damage confirmed at the battery tube side. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.